Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the lifevest rubbed off some of her skin. Additionally, patient reported that she had a shoulder fracture at some point but it is not clear if the lifevest caused or contributed to this. There was no alleged device malfunction contributing to the irritation. A bandage was applied by a physician to allow the area to close up. Follow up indicated that the skin irritation has resolved.